Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy ii drug-eluting stent was selected for use to treat a lesion. The device was pulled out of the box and the stent protector was taken off. However, as the stent was loaded on the wire for placement, it was noted that there were struts that were mangled on the stent. The device was never used inside the patient. The procedure was completed using a different device. No patient complications were reported.